Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 10 instances of a reported hospital event due to inaccuracies.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was reported that the patient experienced hypoglycemia (no symptoms reported) and was taken to the hospital. At the hospital the patient was treated with unspecified medication. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. At the time of the report the patient was recovered and healthy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.